Event description:
It was reported by the customer that, during use, the bubble detector went off and the pump stopped. The staff initiated the hand crank. The system was changed out and the patient flow was reestablished. One of the perfusionists was able to reproduce the issue when the black cover was pressed down firmly. There were no adverse events reported. (B)(4).

Manufacturer narrative:
This event was identified as being reportable during a retrospective review of complaint records as required by maquet's CAPA process. Due to the age of the complaint, follow-up will not be conducted and no further information is expected.